Event description:
The patient is female and (B)(6), did v-p procedure on (B)(6) 2014. High friction was found during the valve pre-perfusion. The device was not used on the patient. Changed another one to complete the procedure. No adverse event on the patient. It was noted that the problem was detected before use on the patient. Questions: what is meant when you say ¿high friction¿ was found during the pre-perfusion¿ - it means that the liquid is difficult to flow through the valve. Did this cause a delay greater than 30 minutes as a result of having to change the device? No.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
(B)(4). It was noted that the product code is 82-3110 and not 82-3832 as previously reported. The lot number is cpdbh0 and not cpgcj5 as previously reported. It has been communicated that the. The position of the cam when valve was received was 70mmh2o. The valve was visually inspected; no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve, product code 82-3110, with lot number cpdbh0, conformed to the specifications when released to stock on the 16th may 2013. No root cause could be determined, as no problem was found with the valve.

Manufacturer narrative:
At the present time this complaint is considered closed.